Event description:
Follow up confirmed the patient had a stroke during surgery. The health care professional had difficulties locating further information regarding outcome. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that during the implantation of a lead into the patient, a blood vessel was 'hit' and the patient experienced a stroke; he needed a blood vessel craniotomy to repair it. It was noted that the patient went to rehab and was 'up to walking two miles a day afterwards' following his implantable neurostimulator (ins) implant. In (B)(6) 2012, the patient had an MRI and had since been an 'invalid.' The patient was hospitalized for 3 days after the MRI for a month. One of the patient's physicians had concerns about an MRI. The patient had a second MRI scheduled, but had to put it back farther. The patient had a scheduled appointment on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37642, serial#: (B)(4), product type: programmer, patient product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension product ID: 3389s-40, lot#: v687522, implanted: (B)(6) 2011, product type: lead product ID: 3389s-40, lot#: v689884, implanted: (B)(6) 2011, product type: lead. (B)(4).